Event description:
Routine complaint investigation identifies a false high exactech blood glucose reading. The user compared user's exactech capillary blood glucose results with that of 2 other meters. The details of the system's use by the customer are not known. These results, under certain conditions could have an adverse clinical effect.